Manufacturer narrative:
Analysis of the returned implantable neurostimulator (ins) (serial # (B)(4)found that the battery was at end of service (eos) due to three overdischarges. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count was 254. The last five recorded recharge sessions while the device was implanted lasted from 9 minutes to 1 hour and 23 minutes, averaging 40 minutes; the highest voltage attained was 3.685 volts (v). The battery discharged to the lock mode on (B)(6) 2016. Testing of the recharge function found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1 centimeter between the ins and the recharge antenna. A normal charge started automatically during a pmr. The battery charged for 5 hours 53 minutes from 2.605v to 3.990v.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) now pertains to the ins (s/n: (B)(4)). Fdr now pertains to the ins (s/n: (B)(4)), a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported an overdischarge. It was reported that after they did a physician mode recharge (pmr) and then charged to 100% to see if the implantable neurostimulator would hold a charge. There was a report that the cause of the overdischarge was that the patient was not compliant with recharging. The rep reported that the ins would not hold a charge and would be replaced on (B)(6). No symptoms were reported. Relevant medical history includes multiple back operations and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.